Event description:
It was reported that the patient presented for follow up after inappropriate anti-tachycardia pacing (atp) and high voltage shock were delivered by the implantable cardioverter defibrillator (ICD). Further evaluation found that shock was delivered due to misdiagnosis of supraventricular tachycardia (svt). Programming interventions were made. The patient was stable.